Event description:
In 2008, the patient reported an elevated blood glucose reading of "over 20" mmol/l (360 mg/dl). He said he bolused 6 units of insulin and waited 2 hours and his reading only decreased to 21 mmol/l (378 mg/dl). He stated he changed his insulin headset and tubing and gave himself an additional 4 units of insulin which was "too much for the change" of headset and resulted in his reading decreasing to 3.3 mmol/l (59.4 mg/dl). He treated his reading by drinking orange juice and his blood glucose increased to 4.8 mmol/l (86.4 mg/dl) which is within his normal range of 4 mmol/l (72 mg/dl) to 7.4 mmol/l (133.2 mg/dl). The patient stated he usually changes his headset every 3-3 1/2 days. He was advised to change it every 3 days. He stated his infusion headsets do not always properly adhere to his skin and he noticed leakage at his site. The patient was sent complimentary infusion sets and tegaderm dressing. On follow up with the patient, he stated his blood glucose readings have returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.